Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the bottom drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom drawer had failed and was not locking. The field service engineer (fse) found that the hard stop was fully dislodged from its position, with only one of the three screws present. The missing screws were replaced, and the hard stop was reinstalled in the correct position. Once secured, the customer performed drawer recovery to allow immediate use of the device, successfully regaining access to the drawer. It was identified that the drawer had previously been unable to close because the hard stop had been lying fully horizontal behind it. Based on the condition, the fse tightened all rear chassis hardware, including the three remaining half height drawers and the one full height drawer. All pockets were released and cleared of debris, and the battery was confirmed to be good and recently replaced. The system functioned as intended after field service engineer repaired the device.